Event description:
It was reported that when patient presented to the clinic after receiving inappropriate therapy due to oversensing noise on the rv lead. All other lead measurements were stable and in range. Lead therapy was turned off and lead replacement was scheduled. Lead was explanted and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the tip measuring 51.8 cm was returned for analysis. Internal insulation abrasion was noted at 5.4-6.6 cm from the distal tip. The etfe coating was abraded at this location. Exposure of the ring electrode cable beneath the right ventricular shock coil caused the reported events from the field of inappropriate shock therapy, over-sensing, and noise.